Event description:
Doctor requested a flexiva¿ ID high power single-use laser fiber. The laser fiber was plugged in, and would not work. Clinical staff turned the machine off, waited 10 seconds, and powdered machine back on. After machine was all back up and running, the laser operator again plugged in the laser fiber, and the machine would not sense that the laser fiber was connected at all.